Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery depletion. New device was implanted. The device has been an active implant for four years and four months. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery depletion. New device was implanted. The device has been an active implant for four years and four months. No additional adverse patient effects were reported. Additional information received indicating that there was no allegation with the device. The patient was dependent and left ventricular (lv) output was set to seven volts. Hence, device longevity would be less normal. Hence, the event has been deemed non reportable.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to battery depletion. New device was implanted. The device has been an active implant for four years and four months. No additional adverse patient effects were reported. Additional information received from the field indicating that there was no allegation with the device. The patient was dependent and left ventricular (lv) output was set to seven volts. Hence, device longevity would be less normal.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the allegation based on analysis of the returned product which found no evidence of a product failure or malfunction. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.